Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has been in the hospital for the last 3 weeks. Caller stated since 3 weeks ago patient started to have uncontrollable ticks and shaking on arms and legs, can't stand up or walk and jerks all the time . Caller stated patient had several CT scans, x rays, and other tests done and they are not sure if that is what is causing the symptoms. Caller stated they did not turn off the ins for testing and they are not sure if patient had an MRI. Caller stated they are not able to charge the ins. Caller mentioned patient had a fall 3 weeks ago. Caller asked if the implanted neurostimulators could have been messed up with all the testing and tests done. Caller said patient was out of it for 2 weeks and didn't get up from bed. Caller reported they can see the ridges where the leads go in the body and thinks the leads may have gotten out of place. Caller stated they like to know if the ins could have caused the symptoms that patient is having. Patient services specialist asked caller to connect with the recharger and after repositioning the recharging antenna caller said they are getting 6 coupling bars. The ins is charged less than a quart, and recharger is charged about half. Patient service reviewed recharging best practices. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller did not have hcp name and not sure who patient will see. Agent reviewed device function. Agent reviewed agent role and recommend caller consult with hcp ofc for next step.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017 ; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They met with their doctor on (B)(6) 2024. They reported that when asked if the cause of their issue and if the device/therapy was related to the hospitalization, they stated "no". They also reported that the issue was resolved. They couldn't charge, but it was fixed.